Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead noise was seen on two different programmers, cables, and gray adapters. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.